Event description:
A customer reported she received an error-6 display message on her blood glucose meter and as a result, the customer was unable to test her blood glucose. The customer reportedly experienced symptoms of dizziness, headache and visual impairment. The customer additionally reported she went to a health care facility where she was diagnosed with severe hypoglycemia, and treated with medications (unknown) to stabilize her blood glucose level (route of treatment is unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.